Event description:
It was reported that the patient experienced pump dimpling and inflation issues with an inflatable penile prosthesis (ipp). The patient also indicated the component was high underneath the penis. Troubleshooting was attempted to no avail; therefore, a replacement surgery was performed. During the procedure, fluid loss was identified in the explanted device due to a large hole in the exit kink resistant tubing (krt) by the pump. The new ipp was tested and was fully functional. The patient fully recovered following the intervention.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.